Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and parylene noted on the ring springs was found to be the cause of the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving inappropriate shocks. The magnet was applied to inhibit therapy. The patient experienced bradycardia. Impedance issue, inhibited pacing and noise on all channels were observed. The device was explanted and replaced. The patient was stable.